Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing se was being used to deliver milrinone 275 mg / 540 ml, at a rate of 5.3 ml/hr, via a gemstar pump. After an unspecified length of time, the home health nurse reported to the user facility that a leak of an unspecified volume of solution was noted around the filter of the tubing set. No specific details were provided. It was reported that the therapy was continued with the same tubing set. The customer contact reported that within one hour, a replacement tubing set was delivered to the patient's home. After an unspecified length of time, the first tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.